Event description:
It was reported that after inserting the foley catheter, when the user tried to connect the syringe filled with distilled water, the tip of the syringe broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the foley catheter, when the user tried to connect the syringe filled with distilled water, the tip of the syringe broken. Per notification received on 05mar2024, the inflation cap disconnected from the inflation valve of the foley catheter.

Manufacturer narrative:
The reported event is unconfirmed as the syringe meets specifications. Visual evaluation of the returned sample noted 1 (without original packaging), two-way foley catheter with sample port connector and tip syringe. Visual inspection of the sample noted the inflation cap was disconnected from the inflation valve upon return. No abnormalities were noted on the syringe tip. The syringe tip was not broken. Also received 4 photo samples. First photo sample shows top overview of catheter. Second photo sample shows inflation cap disconnected from bifurcation site. Third photo sample shows tip of syringe from side profile. Fourth photo sample shows document written in native language. Based on photo and physical sample received syringe meets specifications. No root cause could be found because the reported event was unconfirmed. The DHR review and the labelling review is not required as the reported event is unconfirmed. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected